Event description:
It was reported that the product's "suctioning systems does not work appropriately".

Manufacturer narrative:
It was reported that the product's "suction system does not work appropriately". The suction system loosened each time and fell off by itself. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.